Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt106 adult inspiratory-heated breathing circuit gave a heater wire alarm after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt106 adult inspiratory-heated breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint rt106 adult inspiratory-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is (B)(4). Method: the inspiratory tube of the affected rt106 adult inspiratory-heated breathing circuit was returned to fph (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was found to be higher than normal. The high resistance was located in the connection between the heater wire and the heater wire pin inside the overmoulded plug. A lot check revealed no other complaints of this nature for lot number 100625. Conclusion: high electrical resistance in heater wire can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became disconnected post production, possibly as a result of weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt106 adult inspiratory-heated breathing circuit gave a heater wire alarm after four days of use. No patient consequence was reported.